Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 14.4 mmol/l, 25.0 mmol/l, and 10 mmol/l on the aviva system. Reporter indicated that patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.